Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a3059 mayfield composite series skull clamp's locking system and starburst had excessive wear. The date of the incident was not specified. The product was not in contact with patient; hence there was no patient injured. The event did not lead to an increase of surgery time.

Event description:
N/a.

Manufacturer narrative:
The locking mechanism had considerable play and must be revised. The sprockets of the terminal base were damaged which suggested that the sprockets have not been screwed far enough apart and scraped together. The kelmmenbasis was exchanged. In addition, some worn-out small parts were exchanged. The device history record review showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history was on file. Root cause was unknown for the damage and wear however the most likely reason for damaged starburst was that the device was not properly seated with the base unit swivel adaptor starburst teeth when clamped. Root cause for worn parts was most likely wear and tear.